Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Insert battery alarm display on the insulin pump screen but currently blank. The customer reported that the display did not return after insulin pump restart. Customer also stated that pump had power loss alarm and they were able to clear and able to rewind the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.